Event description:
It was reported by service report that the nurse call battery was low and there was unintended motion on the head end of the bed due to bed pendant being wedged under the fowler. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call battery. Unintended motion on the bed due to bed pendant being wedged under the fowler.